Event description:
It was reported to baxter (B)(4) that a basal/bolus infusor had overinfused during patient use. The device was to infuse in 25 hours, however, infused in 17 hours. The total fill volume was 50ml of ropivacaine hydrochloride hydrate. The hospital explained not to use the pcm to the patient but it was not certain if it was used. There is no report of patient injury or medical intervention. The bottle was the same height as the bed. The patient used electrical heating blanket while sleeping. No additional information is available.

Manufacturer narrative:
Additional narrative: the sample is available for evaluation, per the customer, however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up report will be submitted. (B)(4).